Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was that the patient was not aware their battery was that close to dying. The patient stated that the battery depletion and loss of stimulation has since been resolved. No further complications were reported as a result of that event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had loss of stimulation. The patient stated that she had not charged her implant last night so her internal battery was depleted. The patient seemed worried. The patient stated that she last charged her device on sunday. The patient stated she lost stimulation and hour ago ((B)(6) 2017), most likely because of her ins battery depleted. The patient was unable to charge device because they were not home at the time of the call. It was advised that the patient to charge their device once they got home from work. No further patient symptoms or complications were reported in this event.